Event description:
The reporter called and alleged a discrepant result when compared to a lab. The reported device result was 6.6 and a repeat was 7.1 inr. The corresponding lab result reported was 4.4 inr. The user held her coumadin dose. The device was replaced, and requested to be returned for evaluation.